Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump turned off and then back on with a failed battery test alarm. Customer reported that the failed battery test alarm recurs after battery has been changed. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised that a replacement battery cap will be sent and to call back if issue persists.. The insulin pump is not expected to return for analysis.